Event description:
Child pulled the g-tube out during the night. The child chewed on the 90 degree tip, and swallowed it. The physician took an xray, and could not locate it (the tip is a non x-rayable material, unlike the button).

Manufacturer narrative:
The complaint that of a detached 90-degree adaptor was confirmed, but the exact cause is unknown. It was also reported that the adaptor was swallowed by a child. The 90-degree adaptor was the only item returned for evaluation. The pvc tube was not returned. The stem that attaches to the button device was slightly bent toward the stem that connects to the pvc tube. Residue was found on the stem that attaches to the button device. The external surface of the plastic adaptor was marred in multiple locations. The od of the stem that attaches to the pvc tube was within specification. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #huua1788 showed no other similar product complaint(s) from this lot number.